Manufacturer narrative:
The pump has been returned to animas and investigated on 27-aug-2018 with the following findings: there was evidence of short battery life observed in the pump history. There was evidence of moisture corrosion in the battery compartment. The battery compartment was cracked and the threads were damaged. The pump¿s current readings were within specifications.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.